Event description:
In 2004, the pt reportedly became ill while hiking. The pt was taken to the hosp. The next day, lumbar puncture results confirmed pneumococcal meningitis. The pt reportedly is recovering "very nicely."